Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy (med). Intra-op, the flex arm could not be fixed. No patient complications have been reported.

Manufacturer narrative:
Product analysis: the product was received at repair/service center where it was determined that the product could not be fixed. Also, it was found that the handle screw is biting into the handle. In addition, the joint is significantly deteriorated and corroded, and rust is observed. Replacement is recommended because joints may stick together. If information is provided in the future, a supplemental report will be issued.